Event description:
Complainant alleged that the clinicians were transporting a pt (age and gender unk) from one dept to the ICU dept. The clinicians were monitoring the pt in lead 2 during the transport, using a three lead ECG cable, when suddenly the ECG displayed a ventricular tachycardia heart rhythm. The clinican then obtained another device to monitor the pt, and that device indicated that the pt was presenting a normal sinus rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.